Manufacturer narrative:
Additional information: d10, h3, h6, h10 as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17266. It was reported that there was no capture noted on the right atrial (ra) lead and left ventricular (lv) lead. X-ray test showed both leads had pulled back. Both leads were explanted and replaced. The patient was stable.